Manufacturer narrative:
Event date: exact date unknown, event occurred for months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 21393745.

Event description:
It was reported that the patients energy on high lead impedances was draining the battery down. The patient underwent a lead and an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn.